Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined; however, it was reported by the facility that the pt had a history of pvd. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following info was reported: the balloon ruptured at the arteriotomy. The physician lost access and converted pt to manual compression for less than 30 minutes. The pt had history of pvd. Procedure: peripheral intervention.